Event description:
The customer reported, a pt allergic reaction associated with the implantation of the mini tightrope repair kit. The customer has stated, the implanted kit components were removed from the pt but did not provide further info. This is the first of three similar issues reported by this customer. The customer stated, two stress fractures were associated with these events but provided no description of the fractures or the device involved. This device is used for treatment.

Manufacturer narrative:
The lot number was not provided by the customer. The customer was sold two lot numbers of these devices. The DHR for both lot numbers was reviewed. No issue was found that could have contributed to this event. The actual device involved was not returned and the complainant's event could not be verified. The cause of the event could not be determined without the device evaluation. Further info regarding the pt and this event has been requested unsuccessfully. If further significant info is received, a follow-up report will be submitted.